Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 05 occurred. Reportedly, the customer had followed the prompts during the load sequence but had dropped the pump prior to the alarm. Additionally, it was reported that a cartridge alarm 31 occurred during the loading sequence. Reportedly, customer reloaded the cartridge to resolve the issues. Customer also experienced a high blood glucose (bg) level that was "high" per continuous glucose monitor issues, cause was unknown. High bg was addressed with a correction bolus. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.